Manufacturer narrative:
At this time we have been unable to obtain information regarding what the post procedure complication was and if the safari2 guidewire was a contributor to the patient death. Lot traceability was provided by the end user. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. At this time we have been unable to obtain information regarding what the post procedure complication was and if the safari2 guidewire was a contributor to the patient death. Review of the directions for use lists the reported event as a potential adverse event associated with the tavr/tavi procedure. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
It was reported that: when introducing the delivery system, friction was encountered in the isleeve introducer, then increased friction along the safari guide. Good valve deployment. At the time of the valve removal, the friction was encountered again; the physician has removed everything (safari + delivery system) at the same time. Addl info: how the procedure ended: without difficulty (apart from the frictions) with the same products. Patient complications: post-procedure complication leading to patient death (about 1h after the procedure).

Manufacturer narrative:
This is a follow-up to the original medwatch reportas product was received for analysis. As received, the specimen consisted of one-1 each safari2 275cm sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: the specimen presented a dim "a" length of 276.00cm, formed curve dimensions of 4.45cm x 4.35cm due to the damage incurred separating the devices, and a finished diameter of .03450" to .03460" except in areas of coil damage. A gage bushing certified to be .0360" could not be passed over the length of the specimen due to the damage presented. Observation findings: as received, the specimen presented a mechanical shear/cut through the core wire 1.75cm from the distal tip and through the coil wire approximately 17.25cm from the distal tip. The specimen also presented offset/overlapping coil damage over the distal 5.10cm and scattered over the remainder of the device creating localized oversized diameters to .04870" and stretched coil wraps 1.75 to 17.75cm from the distal tip. In addition, the specimen presented numerous kinks/bends scattered over the length of the device with ptfe coating damage in the form of scrapes, frays and coating removal. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented a mechanical shear/cut through the core wire 1.75cm from the distal tip and through the coil wire approximately 17.25cm from the distal tip. The specimen also presented offset/overlapping coil damage over the distal 5.10cm and scattered over the remainder of the device creating localized oversized diameters to .04870" and stretched coil wraps 1.75 to 17.75cm from the distal tip. In addition, the specimen presented numerous kinks/bends scattered over the length of the device with ptfe coating damage in the form of scrapes, frays and coating removal. It should be noted that this guidewire was orignally returned to boston scientific with the delivery system prior to be returned to lake region medical for analysis. As noted in the email communication with boston scientific accompanying the supplied image, "the wire was blocked in the ds most likely due to overlapping. It was not possible to remove it with hands so I attempted to remove the wire with pliers but it got damage. I had to cut the end of the safari to get it out of the tf ds", therefore some of the damage including the cut and stretch damage appears to have occurred during post event handling and prior to receiving at lake region medical for evaluation. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use warnings, "never advance the guidewire against resistance without first determining the reason for resistance." The boston scientific supplied image of the as received product presented extensive offset/overlapping coil wraps on the exposed length of the distal end of the specimen wire; consistent with manipulation against resistance. We have been unable to obtain information regarding what the post procedure complication was and if the safari2 guidewire was a contributor to the patient death. This medwatch report was filed as a good faith measure since it was reported that a patient death occurred approximately 1 hour post procedure due to a post procedure complication. Review of the directions for use lists the reported event as a potential adverse event associated with the tavr/tavi procedure. At this time, it is not possible to assign a definitive root cause for the adverse event. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. Should additional information be provided a follow-up medwatch report will be filed.